Event description:
During insertion of the iab through the introducer sheath, resistance was encountered and the iab would not advance. The entire assembly was removed and another sheath and iab were placed. There were no pt complications.